Event description:
It was reported that during the ligation procedure, location not disclosed, immediately after the bands were deployed they slipped away from the varcies. The physician used another of the same device to treat the lesion. The pt was reported to be "stable."

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.